Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the femoral. The de-novo, concentric shaped, 15mm in length target lesion was located in the non-tortuous, moderately calcified, 1.5mm in diameter tibial artery. A 1.50x20mm maverick²¿ balloon catheter was selected for treatment. The balloon ruptured during use. The procedure was completed with a different device. There were no patient complications and the patient is listed in stable condition.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick 2 balloon catheter with no other devices. An examination of the balloon identified an 11mm tear in the balloon material on the distal end of the balloon. The distal end of the balloon was bunched-up. No damage or irregularities were noted with the markerbands and proximal bond. Microscopic examination of the shaft revealed a 1.5cm tear in the shaft material at the guidewire exit notch. There was a hole in the shaft at the distal balloon bond. The distal tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the femoral. The de-novo, concentric shaped, 15mm in length target lesion was located in the non-tortuous, moderately calcified, 1.5mm in diameter tibial artery. A 1.50x20mm maverick²¿ balloon catheter was selected for treatment. The balloon ruptured during use. The procedure was completed with a different device. There were no patient complications and the patient is listed in stable condition.

Manufacturer narrative:
(B)(4).